Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed automatic mode switch episodes triggered by oversensing of external electromagnetic interference. No intervention was performed; the patient would be monitored. There were no patient consequences.